Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 330 mg/dl back to back with a result of 130 mg/dl, when testing was performed on the advantage system. Customer did not state the location of the testing or the exact time between the comparison values other than the back to back reference. As a result of the comparison, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549436 with an expiration date of 01-31-08.